Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this patient's right ventricular (rv) lead exhibited a gradual increase in the shock impedance. The initial measurements were around 90 ohms, but it has reached out-of-range measurements of over 125 ohms. It was recommended to continue monitoring the lead. However, further information was received indicating that a code 1005 alert has been recorded, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. A defibrillation threshold test was then performed, and the shock impedance was determined to be 120 ohms. Technical services recommended to replace the rv lead as soon as possible, as critical therapy may not be guaranteed. Reportedly, this patient was referred to another hospital and another physician with experience explanting leads. In addition, it was indicated that this implantable cardioverter defibrillator (ICD) was turned off because of the rv lead shock impedance issue, and the patient received a life vest until the other hospital follows up this case. Eventually, both the rv lead and ICD were explanted and replaced, due to the shock impedance issue and the code 1005 respectively. A conductor fracture was found during the explant procedure. This ICD is expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this patient's right ventricular (rv) lead exhibited a gradual increase in the shock impedance. The initial measurements were around 90 ohms, but it has reached out-of-range measurements of over 125 ohms. It was recommended to continue monitoring the lead. However, further information was received indicating that a code 1005 alert has been recorded, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. A defibrillation threshold test was then performed, and the shock impedance was determined to be 120 ohms. Technical services recommended to replace the rv lead as soon as possible, as critical therapy may not be guaranteed. Reportedly, this patient was referred to another hospital and another physician with experience explanting leads. In addition, it was indicated that this implantable cardioverter defibrillator (ICD) was turned off because of the rv lead shock impedance issue, and the patient received a life vest until the other hospital follows up this case. Eventually, both the rv lead and ICD were explanted and replaced, due to the shock impedance issue and the code 1005 respectively. A conductor fracture was found during the explant procedure. This ICD was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. The returned implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. X-ray imaging showed an intact plasma fuse. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the ICD commensurate with battery voltage. The device operated appropriately, according to its performance specifications. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.